Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ this report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified. This report is number 3 of 5 MDR's filed for the same event (reference 1825034-2015-03705 / 04503 / 04515 -04517).

Event description:
Patient reported to have undergone bilateral total hip arthroplasty on (B)(6) 2001. Patient further reports that a left hip revision procedure has been recommended allegedly due to elevated metal ion levels and fluid. There have been no revision procedures reported to date. Additional information received reported that patient underwent a revision procedure on (B)(6) 2015 due to elevated metal ion levels and fluid. Patient further reports that "bloody sludge" and metal shavings were noted during the procedure. The acetabular cup, liner and head were removed and replaced. The pathology results from the patient reported tissue samples taken during (B)(6) 2015 procedure to be shaggy deep gray to brown black fibrous and fibromembranous appearing tissue fragments. Fibrosynovial material demonstrating fibrinoid degeneration, variably hyalinizing fibrosis and innumerable aggregates of dark pigment containing macrophages were also noted. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified. Additional information received in operative report noted patient was revised on (B)(6) 2015 due to metal-on-metal failure and cysts from metallic wear. The operative report further noted large black stained cystic area extending through the greater trochanteric bursa and beneath the fascia lata. The head, cup, taper, and liner were removed and replaced.